Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer tray 4.3 failed and could not be recovered. The drawer produced multiple clicked noises before failed and displayed a required maintenance error message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the mini drawer 4.3 had failed. The field service engineer (fse) arrived on site, the pharmacy staff informed that the customer had already recovered the drawer and that there was no need for the fse to proceed to the station. The system functioned as intended after field service engineer investigated the issue.